Event description:
It was reported that on the day of implant the right ventricular (rv) lead had high/undefined defibrillation impedance. The event was reviewed by qualified personnel, it was determined that the lead is a single coil lead, but the rv superior vena cava (svc) coil was turned on. It was noted that the svc coil being turned on in a single coil lead can cause higher than normal impedances, however there was still concern about how high the rv defibrillation impedance measurement was. The svc coil was programed off and the defibrillation impedance measurements decreased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.